Event description:
It was reported that the patient presented to the follow-up clinic with an infection. The physician explanted the entire system ¿ pacemaker, right ventricular (rv) leads, right atrial (ra) lead on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.